Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor was not giving a value. When sensor was removed from patient, it was found that the electrode was shorter and it was not known if there were remaining pieces in the customer's skin. Sensor would be replaced.